Event description:
It was reported that the digishield had 3 ports. Green was to inflate, purple was to flush, and white or clear was to irrigate. The green and purple ports were a lure lock syring. The white or clear was a enfit. The dignishield container only contained a lure lock syring. The enfit was not in the container, but a enfit was stocked with tube feeding supplies.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "skipped operation". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the digishield had 3 ports. Green was to inflate, purple was to flush, and white or clear was to irrigate. The green and purple ports were a lure lock syring. The white or clear was a enfit. The dignishield container only contained a lure lock syring. The enfit was not in the container, but a enfit was stocked with tube feeding supplies.